Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog lot# serial# unknown: product type programmer, physician section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown) 18 mg/ml at 0.982 mg/day via an implantable pump for spinal pain indications. It was reported that the patient stated they were not getting their medicine so a dye study was done on 7/11/2024. The catheter "aspirated just fine" and everything looked okay on the dye study but they did not prime the catheter after.